Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the surgeon fired the clip applier when ligating the cystic duct and it delivered malformed clips. The case was complete with a new applier. There were no consequences for the patient.